Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.25 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage across the entire stent, the stent had been squashed inward and the struts of the middle portion were bucked. The inner diameter (ID) of the returned stent protector was measured with a result within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on balloon wall; indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple slight hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed a kink in the inner and outer shaft polymer extrusion, 61mm proximal to the device tip and a kink in the mid-shaft section, 90mm proximal to the port entry site. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 16 synergy ii drug-eluting was selected for use to treat the lesion. The stent came off from the balloon while removing the stent protector. The device did not come in contact with the patient and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 16 synergy ii drug-eluting was selected for use to treat the lesion. The stent came off from the balloon while removing the stent protector. The device did not come in contact with the patient and the patient status is fine.